Event description:
This report is being filed after the subsequent review of the following journal article ¿analysis of the three united states food and drug administration investigational device exemption cervical arthroplasty trials.¿ three large, multicenter, noninferiority, prospective, randomized us FDA-approved investigational device exemption (ide) studies have been published comparing cervical arthroplasty with anterior cervical discectomy and fusion (acdf). Each of these 3 trials compared an artificial disc (bryan, prestige st, or prodisc-c) to a single-level acdf with allograft and plating. The study objective was to combine the currently available data from these 3 ide trials. The prestige st cervical disc, the bryan cervical disc, and the prodisc-c were the 3 devices in the experimental groups, whereas the control group underwent an interbody fusion with allograft with plate fixation uniformly in the studies. All the studies were conducted under an FDA approved ide to assess the safety and effectiveness of each artificial disc (compared with single-level acdf). The prodisc-c studied included patients between 18 and 60 years of age with symptomatic cervical spondylosis between c-3 and c-7 resulting in intractable radiculopathy, myelopathy, and neck pain. Per the FDA¿s parameters, in all 3 FDA ide trials, the ¿neurological success¿ was defined as the maintenance or improvement in each of the neurological evaluations including sensory, motor, and reflex functions. Failure in any one of the evaluations deemed the case a neurological failure for that time point. At the 24-month follow-up, in the prodisc-c trial there were no patients in the arthroplasty group and only a single patient in the acdf group that required surgery for adjacent-level disease. Three of the patients in the arthroplasty group developed heterotopic ossification at the index level (with resulting autofusion). The prodisc-c patients who developed heterotopic ossification with autofusion of the index level did not exhibit any decline in functional outcomes compared with patients with well-functioning devices or successful fusions. The top 3 adverse events reported for the prodisc-c patients were headache, neck pain, and gastrointestinal events. The arthroplasty group at 24 months was found to be noninferior to acdf in safety and efficacy in the studies. An additional ad hoc hypothesis to testify the superiority of the device revealed the benefit of arthroplasty compared with acdf in terms of overall success. Overall success, the primary end point, was defined as maintenance of neurological status, absence of adverse events (which included secondary surgeries and excluded adjacent-level surgery), and a 15-point reduction in neck disability index. Among the trials, the prodisc-c had the highest follow-up rate at 24 months of 98% (device) and 94.8% (control). The overall success score was dependent on the adverse events reporting, but could not be compared between the 3 studies because the investigators could not compare adverse events. The 2-year data suggest that cervical arthroplasty was a safe and effective alternative to acdf to treat patients with single-level cervical disc disease meeting the FDA inclusion and exclusion criteria. Cervical arthroplasty demonstrated significantly better results compared with acdf at the 2-year time point in the following parameters: neurological success and combined secondary surgeries. The authors¿ analysis reveals that arthroplasty may decrease adjacent- level surgery at 2 years, but further follow-up and analysis are needed to confirm this finding. The analysis also revealed that arthroplasty was associated with fewer secondary surgeries at the 2-year time point. This report is for adverse events (heterotopic ossification, headache and pain) without device involvement for (B)(4).

Manufacturer narrative:
The device was used for treatment, not diagnosis. Age 18-60 years; mean age in years 43.5 ± 7.1. Gender percentage of males 46.2%; females no information provided. Weight not reported. This report is for unknown prodisc-c, unknown part number and unknown lot number without a lot number the device history records review could not be completed. The investigation could not be completed; therefore, no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.